Event description:
Caller alleged false negative hcg results. Results as follows: the customer informed an alere account executive that they were investigating a false negative urine hcg test due to the high dose hook effect. The customers point of care team ran their own controlled experiment to see what would happen with diluted urine on the test cassette. They diluted a sample down to 1/1000. At this dilution level they did not see a positive test line for hcg but they did see a "shadow" line. The line was extremely faint and almost nonexistent. Using this same dilution level, they also tested the sample using a different test kit and the test resulted in a positive hcg result. The positive result was not a faint line but an obvious "positive" line. No patient information or laboratory reference value was provided.

Manufacturer narrative:
The fhc-102 urine cassette has a 25 miu/ml cutoff and the cardinal brand hcg combo (urine/serum) test kit (#b1077-23/ alere #fhc-202-kca30) has a 20/10 miu/ml cutoff. Further investigation cannot be pursued because no lot number was provided. Corrective action is not required at this time as product deficiency was not established.